Event description:
It was reported that a 2.4 variable angle locking screw went through the variable angle locking screw hole of the plate during an open reduction internal fixation of the dorsal distal radius. Two other 2.4 variable angle locking screws were inserted without incident in other screw holes of the plate. The procedure was completed successfully with no delay. This report is for one unknown 2.4 variable angle locking plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown 2.4 variable angle locking plate/unknown lot. Plate was not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.